Event description:
During an injection, the connection between the high pressure tubing and the manifold came loose spraying contrast. There was no patient or clinician harm or injury as a result of these events. This report represents thirty incidents reported at the same time to merit medical systems by the same hospital. Although merit has made attempts to obtain information on each event, the hospital could not provide details about the thirty incidents.